Manufacturer narrative:
The pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, cracked case-corner of belt clip rails, battery tube threads cracked. The test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Event description:
It was reported that the insulin pump's battery compartment was damaged. Customer's blood glucose value was 5.1 mmol/l. Insulin pump was returned for analysis.